Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the light guide cable. In addition, we confirmed that the operation channel constriction; however, these are not related to the alleged complaint. Replaced parts in this complaint are as follow. Light guide cable. Operation channel. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. No video image, frozen image during procedure.